Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was experiencing moderate "baclofen withdrawal symptoms"; an increase in spasticity was specifically noted. The pump contained compounded baclofen 1000 mcg/ml programmed to deliver 102 mcg/day. A critical alarm was heard and confirmed by telemetry. Event logs noted the pump was in safe state, reset occurred and reset - low battery. The hcp programmed the pump out of safe state, back to the patient's dose, and the pump had not reset again. The hcp was aware that the pump could reset again and subsequently replaced the pump in 2009. No patient injury was reported.